Event description:
There was an allegation of questionable results with the hdl-cholesterol gen.4 and creatinine plus ver.2 assays for several patient samples tested on a cobas c 303 analytical unit. Sample 1: the initial hdl result was 195 mg/dl. The repeat hdl result was 35 mg/dl. Sample 2: the initial hdl result was 130 mg/dl. The repeat hdl result was 54.1 mg/dl. Sample 3: the initial creatinine result was 4.85 mg/dl. The repeat creatinine result was 0.84 mg/dl. Sample 4: the initial creatinine result was 4.5 mg/dl. The repeat creatinine result was 0.8 mg/dl. The repeat results were deemed correct and reported. The tests were repeated as the initial results were high.

Manufacturer narrative:
The hdl reagent lot number was 865466. The expiration date was requested but not provided. The creatinine reagent lot number was 900144. The expiration date was requested but not provided. The field service engineer (fse) replaced the sample probe and adjusted its position. The fse also found a physical crack in one of the tubes connected to the washing station, which likely led to improper cleaning or fluid volume dispensing. The tube was replaced and reconnected. The volumes for washing solutions and the cuvette blank were adjusted. The investigation determined that the service actions resolved the issue.